Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device intermittently failed self test for defib. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was initially observed. During the debug process, the fault could no longer be duplicated and we were unable to establish root cause. The device was tested extensively under environmental extremes and passed successfully. The processor/bridge/pace, ECG, and monitor boards were replaced proactively. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.